Event description:
Technician reported over infusion of milrinone. Total bag volume was 160ml - 144ml with 16ml over fill. IV tubing was 2m9859 (prime volume of 7 ml). Rate of infusion was 3.0ml/hr over 48 hours. Pump alarmed after 46 hrs and bag was empty. No report of patient injury or medical intervention. Patient reported to be fine.